Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported against the left side "prosthesis presents in different sectors echogenic images in snowy signs in relation to signs of complication", "rupture of implant" , and "internal pain, body inflammation.' Device remains implanted.